Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and h6 (type of investigation). Additional information added to field d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The event could have occurred due to failure of the power unit. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the lightsource exhibited no power. There were no reports of patient involvement.

Manufacturer narrative:
E1:. Continued: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.